Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they woke up and the cgm was displaying 12.6mmol/l. The patient felt low and tested their bg and the meter was displaying 3.7mmol/l. The patient treated himself with 16 grams of carbohydrates and glucose tablets. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.